Event description:
This patient first had a total hip arthroplasty on the left, done approximately 5 years ago. Initial result following the arthroplasty was excellent. Approximately one year prior to this event, when he was seen, he was getting along reasonably well, able to complete a 300-mile make-a-wish bikeathon. This was, however, associated with elevated metal levels. When he was seen again approximately 6 months later, he began to complain of an intermittent "grinding "deep within his left hip joint and 1 to 2 days of pain per week. His metal levels were markedly elevated. Because of the elevated metal levels and the grinding, we believe it is most appropriate for the patient to have a revision arthroplasty to change his metal-metal articulation to one of metal-to-plastic.